Event description:
It was reported that during an embolization treatment procedure, coil removal and deployment difficulties were encountered. The target lesion was located in the severely tortuous right internal iliac artery. The physician accessed the right internal iliac artery with a non bsc 5 french .038 catheter as it was the only catheter that was able to engage the tortuous anatomy. While utilizing intermittent flush, the 8mm x 20cm coil was advanced into the catheter and was partially deployed (about 30%) when the coil became stuck. The physician attempted to pull back and the wire came out without the coil. He attempted to flush the coil with saline, however, this was unsuccessful. The physician then removed the catheter with the coil partially hanging out. The procedure was not completed due to this event ad the patient will be brought back for another procedure. Patient status is listed as fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the coil was protruding from the distal end of the catheter. The coil was severely stretched and dried blood was present on the fiber bundles. The distal end of the catheter was kinked. Difficulty was experienced removing the remainder of coil from the catheter due to dried blood. On removal the main coil interlocking arm had been pulled off the coil and there was evidence of welds. The section of returned catheter was checked several times for the coil interlocking arm but it was not present. The coil interlocking arm was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of user/use error was used as intermittent flush instead of continuous flush was maintained during the procedure and a ¿hopkins hairpin 5 french .038 catheter was used during the procedure and is not compatible with the .035 interlock coil. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, coil removal and deployment difficulties were encountered. The target lesion was located in the severely tortuous right internal iliac artery. The physician accessed the right internal iliac artery with a non bsc 5 french .038 catheter as it was the only catheter that was able to engage the tortuous anatomy. While utilizing intermittent flush, the 8mm x 20cm coil was advanced into the catheter and was partially deployed (about 30%) when the coil became stuck. The physician attempted to pull back and the wire came out without the coil. He attempted to flush the coil with saline, however, this was unsuccessful. The physician then removed the catheter with the coil partially hanging out. The procedure was not completed due to this event ad the patient will be brought back for another procedure. Patient status is listed as fine.